Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, it was reported that the patient experienced a rupture on the breast implant. During analysis of the sample, was noticed to be damaged and returned in two parts. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 375cc mentor memorygel breast implant and experienced postoperative bilateral rupture. As a result, the patient underwent removal and replacement with 425cc mentor memorygel breast implant, catalog # 3544251, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.